Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and genital haemorrhage ('bleeding') in an adult female patient who had essure (batch no. 636096) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain, endometriosis, adenomyosis, bariatric surgery, breast lump removal, breast reduction and c-section. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), infection ("infection"), dysmenorrhoea ("incapacitating dysmenorrhea"), uterine haemorrhage ("abnormal uterine bleeding") and abdominal adhesions ("persistent and intestinal adhesions"). The patient was treated with surgery (ablation and supra cervical hysterectomy with bilateral salpingectomies). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, infection, dysmenorrhoea, uterine haemorrhage and abdominal adhesions outcome was unknown. The reporter considered abdominal adhesions, dysmenorrhoea, genital haemorrhage, infection, pelvic pain and uterine haemorrhage to be related to essure. The reporter commented: essure tubal occlusive devices placed bilateral with 4 coils visible on right and 4 coils visible on the left. (B)(6) 2012-operative laparoscopy with lysis of pelvic and intestinal, laparoscopic left salpingectomy, laparoscopic myomectomy (B)(6) 2013-laparoscopic supracervical hysterectomy with bilateral salpingectomies. Quality-safety evaluation of ptc: unable to confirm complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and genital haemorrhage ('bleeding') in an adult female patient who had essure (batch no. 636096) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain, endometriosis, adenomyosis, bariatric surgery, breast lump removal, breast reduction and c-section. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), infection ("infection"), dysmenorrhoea ("incapacitating dysmenorrhea"), uterine haemorrhage ("abnormal uterine bleeding") and abdominal adhesions ("persistent and intestinal adhesions"). The patient was treated with surgery (ablation and supra cervical hysterectomy with bilateral salpingectomies). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, infection, dysmenorrhoea, uterine haemorrhage and abdominal adhesions outcome was unknown. The reporter considered abdominal adhesions, dysmenorrhoea, genital haemorrhage, infection, pelvic pain and uterine haemorrhage to be related to essure. The reporter commented: essure tubal occlusive devices placed bilateral with 4 coils visible on right and 4 coils visible on the left. (B)(6) 2012-operative laparoscopy with lysis of pelvic and intestinal, laparoscopic left salpingectomy, laparoscopic myomectomy. (B)(6) 2013-laparoscopic supracervical hysterectomy with bilateral salpingectomies. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-mar-2020: quality safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.